Event description:
Fifteen (15) vt-ns episodes, most recent (B)(6) 2023; 35 high rate-ns episodes, most recent on 03 sep 2023. Suspected rv over-sensing during recorded episodes alert: rv lead integrity warning on (B)(6) 2023 (2 or more criteria met). 35 review high rate-ns episodes, sensing integrity counter (592 short v-v intervals) and rv lead impedance 3000 ohms 592 short v-v intervals. Rv lead impedance > 300 ohms resolution code: answered question or provided education/do. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).